Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One full osseotite tapered implant (fnt510) was reported but not returned for investigation. A non-zimmer biomet implant was returned. The investigation was focused only on the zimmer biomet implant. Visual evaluation of the reported implant could not be performed since it was not returned. The investigation was performed using applicable biomet instructions for use (IFU's) and risk files. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional complaints for this lot. Complainant reported bone loss. He reported devices were returned and the reported event is non-verifiable for both devices as pictures or x-rays were not provided by the customer. A definitive root cause could not be identified.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. G7: type of report, follow up number. H2: follow up type. D1: brand name. D4: catalog, lot number and UDI.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to peri-implantitis.